Manufacturer narrative:
The investigation could not be completed, no conclusion could be drawn, as no product was returned. A device history record review has been requested.

Event description:
Pt with a left femur periprosthetic fracture plating below a total hip prostheses returned to surgeon seven months post operatively. An x-ray showed the pt had a non-union with the surgeon scheduling a revision. Three days before a scheduled revision, the plate broke; the surgeon removed the plate, with the pt being re-plated with autograft. It was noted the plate was discolored at the plate failure junction.